Event description:
It was reported that during a sigma procedure, there was a branch broken. Part fell into patient and was removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.